Manufacturer narrative:
(B)(4). Batch # p93c2r. Investigation summary: the device was received with the top of the I-blade upper tip broken off not returned and cable cut off. Due to the returned condition of the device, no functional testing could be performed with the generator. However, the device was mechanically tested and no anomalies were noted. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, I-blade was broken off inside the patient when the device clamped the thick tissue. But the broken pieces were retrieved. X-ray was taken to check if the broken pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.